Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a merlin.net report reflected a battery performance alert relating to the asymptomatic and non-dependent patient¿s implantable cardioverter defibrillator. As such and following the battery performance alert advisory, the physician opted to explant the patient¿s implantable cardioverter defibrillator and implanted a new device. As the patient¿s right ventricular lead had been exhibiting low impedance albeit for more than a year, the physician now further opted to cap and replace the patient¿s right ventricular lead inasmuch as the lead¿s capture threshold had increased very recently. The patient was stable before, during and after the procedure.